Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal anastomosis, while re-building the intestinal transit, there was an incomplete staple line, the anvil could not be tilted after firing and a component fell into the patient cavity. A colorectal colostomy was needed to retrieve the component to prevent a permanent impairment of a function. There was an extended patient hospitalization. There was an extended surgical time of 30 minutes or more. There was permanent patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four photos. The safety feature was broken. The anvil of the instrument was observed to be tilted and separated from the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.